Event description:
It is reported that the patient is experiencing sharp pain, instability, and possible pieces in the knee.

Manufacturer narrative:
Evaluation: review of the primary operative notes does not indicate root cause. Review of the returned radiographs indicates a radiopaque area posterior to the femoral components in the medial/lateral view. The identity of the radiopaque object is unknown. Review of the radiographs does not indicate root cause. Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.